Event description:
After being sick for over 14 yrs with a diagnosis of chronic fatigue syndrome. I had to quit working, am 90% housebound and feel like I've been hit by a truck all the time. Over the 14 years my symptoms got worse until I finally went to a specialist in environmental medicine. I had what I believe is all the old dental amalgams removed deemed to be the source of my problems since many were at least 40 years old. After urinalysis which determined my mercury level to be 6 times higher than normal I am now undergoing chelation therapy using dmps. I feel horrible, have no life and have lost at least the last 14 yrs of my life. I found out one of the symptoms of mercury poisoning is excessive salivation. I have spoken to dentists about this and they tell me it is a good thing. Duh! Anyway who even slightly waffles about the danger of mercury is clueless. My fillings were ancient and I believe the dentists who treated me have passed, but someone has to get this stuff banned and get insurance companies to cover treatment of mercury poisoning. I also take supplements to replace what the chelation removes. I have intentionally not corrected my spelling to show the neurological involvement along with my physical, cardiovascular and cognitive involvement. Every body system is affected. This is no life. Thanks. Dental amalgams starting approximately 1960 to 1990.